Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found inside the sterile package. A .014/190cm transend¿ was selected for use. During preparation, outside the patient, it was noted that a hair was inside the sterile package. The procedure was completed with a different device. No patient complications were reported.